Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for the tibial shaft fracture with the screws and an expert tibial nail. The surgery was completed successfully without any surgical delay. The patient started postoperative rehabilitation and was in full weight-bearing rehabilitation state one week after the surgery. In a follow-up check 1 month after the surgery on (B)(6) 2021, the surgeon found screws had backed-out. In addition, the patient complained of feeling strange sensation of the skin. Revision surgery was performed on (B)(6) 2021. No further information is available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 32mm f/im nail-ster. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part # 04.005.522s, lot # 7l54818, release to warehouse date: 23 november 2020, expiration date: 01 november 2030, supplier: (B)(4). Non-sterile product code: 04.005.522, lot number: 77p2360, manufacturing site: mezzovico, release to warehouse date: 16 nov 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for the tibial shaft fracture with the screws and an expert tibial nail. The surgery was completed successfully without any surgical delay. The patient started postoperative rehabilitation and was in full weight-bearing rehabilitation state one week after the surgery. In a follow-up check 1 month after the surgery on (B)(6) 2021, the surgeon found screws had backed-out. In addition, the patient complained of feeling strange sensation of the skin. Revision surgery was performed on (B)(6) 2021. No further information is available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 32mm f/im nail-ster. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.